Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: flow: damaged. Visual inspection: the ratcheting adapter (p/n: 2867-10-490, lot #: bv673889 ) was returned and received at us cq. Upon visual inspection, the weld between the shaft and the ratcheting mechanism component was broken. No other defects were identified on the device. Dimensional inspection: there was conclusive evidence that the returned device was broken due to weld separation, so the dimensional inspection was not performed. Complaint was confirmed. Conclusion: the complaint condition is confirmed for the ratcheting adapter (p/n: 2867-10-490, lot #: bv673889). There is no indication that a design or manufacturing issue has caused the missing spring and hence the root cause cannot be determined. Based on this investigation, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for ratcheting adapter, cannulated was conducted identifying that lot number bv673889 was released in a single batch. Batch1: lot qty of (B)(4) units were released on jul 01, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is either (B)(6) 2020 or (B)(6) 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure in (B)(6) 2020, the ratcheting adapter fell apart. Surgery was completed with a normal screwdriver. Surgery was completed successfully. There was no adverse patient harm. This report is for a ratcheting adapter, cannulated. This is report 1 of 1 for (B)(4).